Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during the preparation for use, the endoeye high-definition ii, autoclavable rigid videoscope was found to have a colored image defect, ¿image shows green border¿. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported issue was confirmed. The green colored image was detected and the problem was isolated to a defective video cable unit. A visual inspection observed the protector section of the video cable is overstressed/twisted and the light guide fiber bonding at the distal end of the outer tube is damaged. The device history records was reviewed for the affected serial number which did not find any non-conformities or deviations regarding the described issue. The cause of the defective cable unit cannot be determined at this time as the investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.